Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the physician was not able to implant the trial lead due to patient anatomy. Patient was stable post-procedure.